Manufacturer narrative:
The pump user guide states: your pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off.  The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the user was unable to stabilize blood glucose value (560 mg/dl) after lunch and a teacher brought the user to the hospital. The pump history was reviewed and multiple alarms/alerts (cartridge alarm, auto off alarm, incomplete bolus alert, high bg alert) were observed. There was no allegation of pump malfunction. Although requested, no additional information was provided.